Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device has not been returned for evaluation as it remains with the pathology department. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately 15 years due to mitral stenosis. A tmvr procedure was attempted with a 26mm edwards transcatheter heart valve with the patient on cardio-pulmonary bypass. Once implanted, significant lvot obstruction was observed on tee. Attempts to remove the patient from bypass resulted in hemodynamic instability. Both the pre-existing mitral valve and transcatheter heart valve were explanted and a new bioprosthesis of unknown size and model was implanted. Attempts to remove patient from cardiopulmonary bypass (cpb) again were unsuccessful. The patient could not maintain blood pressure and expired while in the or.

Event description:
It was reported that this patient with a 27mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately 15 years due to mitral stenosis. A tmvr procedure was attempted with a 26mm edwards transcatheter heart valve. Post valve deployment, tee and angiography demonstrated excellent function and position of the valve. When efforts were made to wean the patient from bypass, the patient's pressure decreased precipitously. It became clear that the patient was suffering from severe left ventricular outflow tract (lvot) obstruction from the newly deployed prosthetic valve. Both the pre-existing 27mm mitral valve and 26mm edwards transcatheter heart valve were explanted and a new 25mm edwards pericardial mitral valve was implanted in replacement. Attempts to remove patient from cardiopulmonary bypass (cpb) again were unsuccessful. The patient could not maintain blood pressure and expired while in the or.